Manufacturer narrative:
The lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated right ventricular undersensing. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced cardiac arrest. It was noted there was an episode of sustained ventricular tachycardia (vt) which was detected appropriately by the implantable pulse generator (ipg) until the vt changed morphology and was under-detected due to quiet timer blanking and subsequently developed ventricular fibrillation (vf). It was also reported the ipg was pacing during vt, and these episodes were not recorded. The device and rv lead remain in use. No further patient complications have been reported as a result of this event.